Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 63 mg/dl. The customer treated through glucose and carb intake. Customer current blood glucose is 81 mg/dl. Troubleshooting was completed. Device is not expected to be returned for analysis.